Event description:
I had the essure implants in (B)(6) 2014. Started having joint issues in (B)(6) 2014 was subsequently diagnosed with lupus in (B)(6) 2015. The left implant punctured through the fallopian tube causing an infection in (B)(6). I took antibiotics for three weeks before finally being admitted to the hospital in (B)(6) for IV antibiotics. I went into surgery to remove the abscess during my stay, but due to the severity of the infection and the mass that is assumed to be scar tissue, the doctor was not comfortable with proceeding further. He closed the incision, kept me in the hospital for two additional days on antibiotics and sent me home with another two weeks of antibiotics to clear the infection. I had a repeat CT scan in (B)(6) that shows I have a mass remaining in the area of the initial infection. It is assumed by my doctor that this is scar tissue from the original puncture caused by the essure implant. At this point we are weighing my options with hysterectomy being a consideration to remove the implants and alleviate the heavy menstrual cycles that I have also been experiencing since the implants. I should also note that I have become anemic as well.